Event description:
It was reported that during a lap cholecystectomy procedure, the device cut but did not staple. The problem occurred while firing across the cystic duct and the case had to be converted to an open procedure. Add'l info requested: age, weight and sex of the pt? What color cartridge was being used? How many times had the device been fired prior to the issue? Was there a higher than normal force to fire? Was an attempt made to complete the case laparoscopically? What changes occurred in the pts postoperative care? How is the pt currently?

Manufacturer narrative:
Info anticipated, but unavailable at this time.